Manufacturer narrative:
Advised suspect the speaker assembly per service guide. Customer request quote for the speaker philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the intellivue patient monitor mx750 indicating that the device has a speaker malfunction inop and has no sound. It is unknown if the device was in clinical use at time of event, there was no report of patient or user harm.

Manufacturer narrative:
Analysis was performed by the remote the service engineer who spoked with eh customer and did some troubleshooting steps and advised suspect the speaker assembly per service guide. A quote was sent to the customer for the speaker. Based on the results of the information available, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a defective speaker assembly. Customer is taking responsibility for servicing the device. The customer has been notified to contact philips for any follow up at which point a new service order will be created, if applicable. No further information will be obtained as this concluded philips remote support to the customer for this event. A review of the service history for this device shows no problem related to the speaker has not been reported for this device.